Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 412 mg/dl. The customer switched to her old insulin pump and her blood glucose levels stabilized. In the alarm history, two battery out limit alarms and a low reservoir alarm were found. One site was bruised and was hurting her. The product was not returned. Nothing further to report.